Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Nurse reported the customer has experienced insulin leaks from the infusion headset, and her blood glucose has elevated to the 500 mg/dl range as a result. Follow-up was completed with the customer. She reported the self-adhesive of the infusion set is still sticky; however, the cannula will pop out of her body. The self-adhesive is sometimes wet and the cannulas are sometimes bent. She reported she has a lot of scar tissue. No adverse event was reported. The alleged product was discarded and will not be returned for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.